Event description:
It was reported the day after implant, there was no capture in the atrium and dislodgement was noted. The lead was repositioned and remains implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.